Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed only a severed portion of the lead was returned, which was induced during the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities with the portion of the lead that was returned.

Event description:
Boston scientific received information that during follow up, the right ventricular (rv) lead had high out of range shock impedance measurements on all three vectors and noise was observed on the shock channel. The lead was capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.